Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, gastrointestinal bleeding, abdominal pain, erosion and subsequent surgical intervention for removal of the mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Hold for ab 7.6 attorney alleges that on or about (B)(6) 2007, the patient had an incisional hernia and a bard/davol composix kugel hernia patch was implanted during hernia repair. Attorney alleges that after having the defective composix kugel hernia patch implanted, the patient began experiencing severe abdominal pain and on (B)(6) 2015, the patient suffered a major gastrointestinal bleeding event as a result of the eroding mesh in the fundus of patient's stomach. This failure ultimately disallowed for the safe surgical removal of the defective composix kugel patch that was causing the patient's complications. It is also alleged that the patient's implanted mesh that failed in the body caused serious physical complications to the patient which required subsequent, painful and unnecessary removal surgery of composix kugel hernia patch. It is alleged that the patient has suffered and will continue to suffer physical pain and mental anguish, severe emotional distress and was seriously and permanently injured. Attorney also alleges that the device was defective.

Event description:
Attorney alleges that on or about (B)(6) 2007, the patient had an incisional hernia and a bard/davol composix kugel hernia patch was implanted during hernia repair. Attorney alleges that after having the defective composix kugel hernia patch implanted, the patient began experiencing severe abdominal pain and on (B)(6) 2015, the patient suffered a major gastrointestinal bleeding event as a result of the eroding mesh in the fundus of patient's stomach. This failure ultimately disallowed for the safe surgical removal of the defective composix kugel patch that was causing the patient's complications. It is also alleged that the patient's implanted mesh that failed in the body caused serious physical complications to the patient which required subsequent, painful and unnecessary removal surgery of composix kugel hernia patch. It is alleged that the patient has suffered and will continue to suffer physical pain and mental anguish, severe emotional distress and was seriously and permanently injured. Attorney also alleges that the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with hiatal hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia was visualized and the stomach was gently retracted out and the adhesions in the chest were taken down. Then, a bard composix kugel mesh was placed to cover up the hernia and the soft area over the stomach.¿ (B)(6) 2007 - patient was diagnosed with significant mild fluid in the hiatal hernia sac, gastric volvulus and gastric fundic diverticulum due to severe elongation of the stomach which got twisted in the chest area thereby underwent laparoscopic repair. (B)(6) 2015 - patient was diagnosed with upper gastrointestinal bleed from mesh erosion thereby underwent exploratory laparotomy and gastrotomy. Per operative notes, ¿significant adhesions of the small bowel to the abdominal wall were lysed and the old mesh was identified. It was noted to have fundus of the stomach scarred down with a palpable mesh, a small hiatal hernia with clots and possible exposed mesh. There was significant mesh erosion into the fundus of the stomach with no active bleeding. Also, some small erythematous, superficial ulceration was noted. Taking down the fundus and removing the mesh could cause significant injury to the stomach as well as the transverse colon which appears to be attached, the decision was made to perform a gastrotomy by placing an ng tube." Attorney alleges that the patient had adhesions, pain, hernia recurrence, other organ perforation, mesh erosion resulting in the inability to remove the mesh without significant esophageal injury, significant bleeding and emotional injuries.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, gastrointestinal bleeding, abdominal pain, erosion and subsequent surgical intervention for removal of the mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 2 months post implant of composix kugel mesh, patient was diagnosed with perforation, gastrointestinal hemorrhage, adhesions, mesh migration, erythema and scarring thereby underwent repair. The instructions-for-use supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.